Event description:
Reportable based on device analysis completed on 13jun2024. It was reported that the guidezilla was kinked. The 96% stenosed target lesion was located in the left anterior descending artery (lad). A 6f long guidezilla ii was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the guidezilla was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure. However, device analysis revealed that the collar is separated.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: the device was returned for analysis. The distal shaft was microscopically and visually inspected. Visual inspection revealed that the collar is separated. Microscopic inspection revealed no additional damages.